Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. It was noted it appeared to be myopotential oversensing. Technical services (ts) discussed troubleshooting options. A couple years later, additional information was received that this ra lead was explanted due to noise. This ra lead had been connected to a brady adapter. Ts provided specifications on the adapter to the field representative. A new ra lead and device system was implanted and remains in service. No additional adverse patient effects were reported.